Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional (hcp) reported that an electrophysiologist alleged that an unspecified lead helix had malfunctioned. The patient's lead had dislodged. No further identifying information was available.